Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged for battery failed alarm, blank display and cosmetic damage on the battery compartment. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Pump passed the displacement test. No blank display or battery failed alarm during testing. However, pump received with a high sleep and active current measurement during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 12/07/2021 at 11:28:00, 12/20/2021 at 20:04:00 and 12/22/2021 at 11:54:00. Replace battery alert on 12/07/2021 at 20:59:00. Nine failed batt/battery failed alarm on 12/22/2021 from 13:16:12.000 until 13:18:43.000. Pump was cut open to perform visual inspection and found moisture damage on the j7/pcb 1 and corroded battery tube. No moisture damage on the pcb 2, motor, force sensor, vibrator and internal battery during the visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep and active current measurement remains high. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep and active current measurement are within specification. The test pcb1, pcb 2, motor, force sensor and internal battery installed in the original case. Powered the pump on using the battery simulator and the sleep and active current measurement remains high. In summary, the customer alleged for blank display not confirmed. Battery failed alarm and low battery alarm confirmed in the pump history and pump received with a high sleep and active current measurement due to moisture damage on the j7/pcb 1 and corroded battery tube. Cosmetic damage confirmed on the case behind the pump at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test. The customer was reporting that they had tried news batteries and her insulin pump was not turning on. The customer also stated that there was crack on her insulin pump on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.